Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with the generator unable to be interrogated. Further information was requested but not received.